Event description:
Procedure type: laparoscopic nephrectomy. According to the reporter: after use, it was noticed that the tissue pad was partially chipped. The part could not be found.

Manufacturer narrative:
(B)(4).